Event description:
A patient was sitting on the bed frame. The head of the bed was at 30 degrees. The center of the mattress was dipping down and creating a big hole in the middle where the patient was.